Manufacturer narrative:
Evaluation results: one used portex endotracheal tube was returned for investigation in used condition. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. The investigator noted that the inflation line was cut. Functional testing could not be performed due the inflation that was cut. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause was that the product become damaged after it left the manufacturing facility.

Event description:
It was reported that the cuff on the portex endotracheal tube failed to inflate. No patient injury or complications were reported in relation to this event.